Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset but the error recurred. Customer¿s blood glucose level was 122-123 mg/dl. Customer will revert to multiple daily injections for insulin therapy.